Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The wires were found exposed and continuous. The fbf instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The fbf instrument moved intuitively with the full range of motion in all directions and the grip opened and closed properly. The instrument failed the electrical continuity and energy delivery tests. No thermal damage nor missing material was noted. The complaint was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps instrument would not work. No known impact or patient consequence was reported.